Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high atrial lead capture threshold. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
An external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 43.1cm to 43.3cm from the distal tip. This is consistent with the observation from the field of high capture threshold.